Event description:
It was reported that the patient was hospitalized three times since implant due to her urine backing up and then causing "renal failure". The patient had gone to her physicians office for reprogramming and they did make some changes but the patient felt stim come and go and that stim "shuts off". Additional information received noted that the patient was seen by the manufacturer's representative (B)(6) 2012 in the office. The device was working properly; the intensity was too low. The patient was instructed on how to use the remote and was given written instructions as well. There had been no further issues.

Manufacturer narrative:
Product ID 3093-28 lot# v107996 implanted: (B)(6) 2008 explanted: product typ lead product ID 3037 lot# serial# (B)(4) implanted: (B)(6) 2008 product type programmer, patient. (B)(4).